Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the instrument was removed from the lab. The cse did not find any visual signs of electrical or electronic damage. The cse removed the circuit boards and power supply as the cse smelled a burnt smell. Siemens is investigating the event.

Event description:
The customer reported an electrical burn smell and their advia centaur instrument was emitting smoke from the back of the instrument. The smoke set off the smoke alarm. The customer unplugged the instrument, sprayed the instrument with a fire extinguisher and evacuated the laboratory. There are no known reports of patient intervention or adverse health consequences due to the electrical burn smell and smoke being emitted from the instrument.

Manufacturer narrative:
The initial MDR 2432235-2017-00062 was filed on january 24, 2017. Additional information (03/28/2017): the instrument has been replaced and is no longer in operation at the customer's site. The cause of the electrical burn smell and smoke being emitted from the instrument is due to the malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.